Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 9) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
Per tandem's t:slim user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or "top off" when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge." No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.